Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the hard drive was reconfigured and software was reloaded and updated. Product ID: 2067 rf (radio frequency) head. (B)(4).

Event description:
It was reported the programmer freezes when powered on. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.